Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a crack on the distal end of the device which was deep enough to create a gap, and to cause the device to lose water-tightness. The customer's originally reported issue of balloon not deflating quickly was also confirmed. The following findings were also noted: due to deformation of lever, up/down knob cannot be locked securely. Due to damage on ultrasonic probe, the number of missing element exceeds the standard value. Due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. Acoustic lens has a scratch. Adhesive on a-rubber has a crack. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Tube has a scratch. Universal cord has coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the balloon on their evis exera ii ultrasound gastrovideoscope did not deflate quickly. The failure did not occur during a procedure. Upon inspection and testing of the returned unit, there was a crack on the distal end of the device which was deep enough to create a gap, and cause the device to lose water-tightness. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of crack in the distal end was due to physical stress. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.